Manufacturer narrative:
UDI #: (B)(4) all pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
A manufacturing record review was performed. All process operations presented in the manufacturing record were in compliance with manufacturing instructions and specifications. All tests results showed a pass condition. No deviation related to this complaint was identified or non-conformance (ncr) was generated during the manufacturing process. During the manufacturing record review of the production order for this serial number, no deviation or assignable cause was identified. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Event description:
It was reported that the haptics were sticking at the optic or at the edge of the optic and ''can be loosened only very hard''. The surgeon used eyefill as viscoelastic (ovd) and a 1mtec30 cartridge. No patient injury was reported. No further information was provided.

Manufacturer narrative:
Age at time of event: unknown. Sex/gender: unknown. The complaint was ''gathered by the customer (B)(6) 2015''. The exact date was not provided. Date of implant: the complaint was ''gathered by the customer april 2015''. The exact date was not provided. If explanted, give date: not applicable; lens. Remains implanted at time of report. Concomitant product: eyefill viscoelastic; 1mtec30 cartridge lot no. Cp01197. All pertinent information available to abbott medical optics has been submitted. Placeholder.